Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that husband experienced high blood glucose of 554mg/dl and insulin pump was not working as well as alarmed for motor error. Customer stated that drive support cap was normal. Customer was not able to rewind the insulin pump completely. Customer treated high blood glucose with manual injection. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be return for analysis.